Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(4). Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) would not deploy. There was no reported patient injury. The product is available for return. The balloon could not be retracted, even though it appeared deflated through the white sheath. Everything was pulled together. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was pulled back against the gray handle of the shuttle. The advancer tube was engaged to distal tamp lock, covering the balloon proximal tip. The balloon was deflated and covered with dried blood. The sealant was not returned. Functional testing was conducted on the returned device. Inflation/deflation test was conducted and the balloon performed per specification. The balloon was manually pulled through the advancer tube and resistance was felt during the balloon retracting. The device was visually inspected at high magnification and it was observed that dried blood and balloon¿s material were punched up at the distal ends of the balloon and the advance tube, which had obstructed the device path during the balloon retracting. No other anomalies were observed. Dried blood on the outer of balloon was cleaned off and the balloon was able to be removed through the advancer tube lumen without issue. A review of the manufacturing documentation associated with lot f1707902 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿balloon retraction jam¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. However, procedural or handling factors, such as excessive tension, could have contributed to the reported event. According to the product instruction for use, users are instructed to pull lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. The failure reported as ¿failure to deploy¿ was not confirmed due to the condition in which the unit was received for analysis, procedural factors and handling process may have contributed to the failure as reported. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) would not deploy. There was no reported patient injury. The product is available for return. The balloon could not be retracted, even though it appeared deflated through the white sheath. Everything was pulled together.